Manufacturer narrative:
The insulin pump alarmed compromised force sensor during prime test due to moisture damage on force sensor resistor. No motor noise anomaly was noted during testing. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system and insulin squirted out during manual prime. Troubleshooting was done. Customer's blood glucose current was 231 mg/dl. The customer was not able to prime the insulin pump due to compromised force sensor system alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.